Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered in safety during an interrogation of the device, additionally concerns of premature battery depletion were raised. Due to this, the device exhibited pacing inhibition, and the rhythm of the patient accelerated. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered in safety during an interrogation of the device, additionally concerns of premature battery depletion were raised. Due to this, the device exhibited pacing inhibition, and the rhythm of the patient accelerated. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.